Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that during post mapping when the orion catheter was inserted, a mild leak and air was noted at the flushing port. The sheath was also suctioned. The presence of air was noted several times during the procedure. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.